Manufacturer narrative:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) was withdrawn without engaging the vessel wall. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the IFU. It is unknown if the physician had achieved certification on the use of the exoseal vcd, but he is experienced in training. There were no visible signs of device or package damage prior to use. There was no visual damage to the indicator wire prior to use. The non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed , while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kinked/bent section was noted in the delivery shaft located approximately at 14.5 cm from the distal tip. No additional anomalies were observed to be reported. An indicator wire deployment test simulation could not be performed due the wire being received already deployed. Additionally, the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked/bent area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since no damages were noted the indicator wire. In addition, functional analysis achieved full deployment of the device with window transition. A kink was observed on the shaft the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. In addition, it was reported that the wire would not catch the vessel wall. Due to the nature of this complaint, which is patient related, the cause cannot be determined since patient-related events cannot be duplicated in the lab. It is possible that the kink observed may have led to deployment issues. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) was withdrawn without engaging the vessel wall. There was no reported patient injury. The device was used in a transfemoral cerebral angiogram. The device was stored and prepped according to the IFU. It is unknown whether the physician achieved certification on the use of exoseal vcd, but the physician was experienced in training. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the IFU. It is unknown if the physician had achieved certification on the use of the exoseal vcd, but he is experienced in training. There were no visible signs of device or package damage prior to use. There was no visual damage to the indicator wire prior to use. The device is being returned for evaluation.